Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a distractor in an anterior cervical arthrodesis procedure. It was reported that the distractor broke and there was no fragment remaining in the patient's body. There were no patient symptoms or complications as a result of the event. The event did not lead to or extend patient hospitalization. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. There was no treatment or additional surgery performed as a result of this event. No further complications reported/ anticipated.